Event description:
It was reported that this right atrial (ra) lead exhibited infection. Reportedly, the patient felt pain on the implant site then had allergic reaction and inflamed to the tape. All available information indicated that the right atrial (ra) lead remains in service. There were no additional adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.